Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional non-surgical therapy and hospitalization are due to case circumstances. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure with implantation of a 6.0 x 100 mm supera veritas stent. On (B)(6) 2016, in-stent restenosis was noted at the distal portion of the previously implanted supera stent. Revascularization was performed using a non-abbott stent and an additional supera stent. Post procedure, the patient is doing well. No additional information was provided.